Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced weakness in the right leg following the implant procedure on (B)(6) 2016. The patient went to the emergency room with post operative pain. As a result, the lead was explanted and replaced with nevro leads on (B)(6) 2016.